Manufacturer narrative:
The main component of the system and other applicable components are: product ID 37603, serial # (B)(4), implanted: (B)(6) 2011, product type implantable neurostimulator; product ID 3389s-40, lot # v818108, implanted: (B)(6) 2011, product type lead; product ID 3389s-40, lot # v818108, implanted: (B)(6) 2011, product type lead; product ID 3389s-40, lot # v818108, implanted: (B)(6) 2011, product type lead; product ID 37085-60, serial # (B)(4), implanted: (B)(6) 2011, product type extension; product ID 3389s-40, lot # v818108, implanted: (B)(6) 2011, product type lead; product ID 37085-60, serial # (B)(4), implanted: (B)(6) 2011, product type extension.

Event description:
The patient originally reported on (B)(6) 2012 that the device had helped with his manual dexterity and he was able to do things that he was not able to do. His speech, drooling, and constipation had reduced a lot. However, he was having difficulty walking and there were no guarantees of his walking improving with the surgery. His walking had a lot to be desired and the healthcare provider (hcp) he was working with did not think the device would help with walking. He wanted to see a different hcp for a second opinion. The patient later reported on (B)(6) 2012 that he was still having concerns regarding his device or therapy, but was working with his hcp or manufacturer representative (rep). He had appointments on (B)(6) 2012 and (B)(6) 2016. Additional information received from the patient on (B)(6) 2013 reported that the system seemed to be working pretty good. It was noted that the system had affected the patient's speech as he talked softer and had problems trying to form words. He was also freezing a lot and his gait was all screwed up, but as far as dexterity, the patient was almost back to normal. It was indicated that the patient had lost his sense of smell, which was noted as part of the parkinson's, but he would like to regain it. It was reviewed that some patient's turn the device off when they speak; however, when the device is off the patient would shake so bad that he could not even sit in a chair. The patient further reported on (B)(6) 2013 that the patient fell a year ago and gave himself a concussion. He was improving since then, but in the past month he had been falling a lot more and freezing more than normal. He could not remember if he had a big fall before the symptoms got worse a month ago. His voice sounded good and he went to his doctor about a month ago. The doctor checked everything, including impedances, and everything was cool. He was doing terrific and had not broken any bones, but had broken teeth. Usually the falls are controlled where he catches himself, but he had had more falls where he falls on his face and cannot stop himself. It was then reported on (B)(6) 2016 that the device had stopped the patient's tremors, but his walking had not improved. The device helped with his walking immediately after surgery, but then it stopped helping in (B)(6) 2011. He fell a lot and thought he had done some damage to the sciatic nerve. The patient''s indication(s) for use were dystonia and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.